Event description:
It was reported by service report that the head and foot end brakes were not holding and the right side rail was not latching in the upright position. No pt involvement or adverse consequences were reported.